Event description:
It was reported that the customer dropped his pump on the floor. The customer stated that the drive support cap fell out. The customer's blood glucose level was 215 mg/dl. Troubleshooting was performed. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised the insulin pump will need to be replaced and that customer will receive a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with protruded/loose support disk. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.